Manufacturer narrative:
The reported decreases were confirmed through evaluation of the submitted system controller log file, however, the speed changes corresponded to pi events. Review of the submitted log file showed normal device operation above the low speed limit for the duration of the log file, with no atypical events captured. Evaluation of the submitted CT image confirmed misalignment of the inflow conduit. The image appeared to show the inflow cannula directed towards the left lateral wall with the outlet elbow directed more medial, suggesting a potential bend in the inflow graft. However, no flow issues were reported for this complaint. A potential cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that many pump speed decelerations were observed, and that the pump power consumption appeared lower than expected for the speed. On (B)(6) 2017, it was reported that chest xray and CT angiogram revealed that the inflow cannula was malpositioned towards the free wall. As of (B)(6) 2017, surgeons recommend reoperation; however, nothing has been scheduled since the patient was currently traveling and was asymptomatic. No additional information was provided.